Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. The right ventricular (rv) lead had high pacing impedance, no capture and a possible fracture. It was noted that the patient had not been compliant with pacemaker interrogations and had not had their device checked for several years. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.